Event description:
It was reported that "the balloon was placed on friday and observed under fluoroscopy to not be inflating completely in the upper 1/3 of the balloon. Manual inflation was not attempted and the balloon was left in until it was removed over the weekend. Date of removal unknown, reporter made it seem they did not replace the catheter with another one. Patient is in ICU and doing ok as far as I know". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. A non-teleflex arterial pressure tubing noted connected to the iabc luer end; liquid blood was noted within the ap tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact, and no abnormalities were noted. The cal key code is "lcs". The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key was connected to the iabp. The cal key was recognized. The cal key was removed and rotated 180 degrees and then re-connected to the iabp; the cal key recognized again. The fos was connected and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited upon flushing the iabc central lumen. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "not be inflating completely in the upper 1/3 of the balloon" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.